Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: as reported, during a transurethral lithotomy (tul), an ngage nitinol stone extractor's basket broke. Prior to the damage, the device was used to successfully retrieve a 2-4mm urinary stone, located in upper ureter (u1). The basket reportedly broke; however, no part of the basket separated. The device was tested prior to use and functioned normally. A scope from another manufacturer and an unspecified laser were used at the same time as the complaint device. The patient's anatomy did not hinder the basket from opening or closing. Another same type device was used to complete the procedure. A section of the device did not remain in the patient. The patient did not require any other additional intervention or experience any adverse effects due to this occurrence. Investigation ¿ evaluation: a document based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), personnel interview, and quality control (qc) procedures, as well as a visual inspection of the device were conducted. The complaint device was returned to cook without the package or label for investigation. Basket is damaged, wires bent and pulled from sheath, some discoloring and plastic coating bunched and delaminating. It was also observed the shrink tubing was not holding the basket to the end of the basket sheath. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records found no other complaints reported for the complaint device lot. Based on the available information, cook has concluded that the device was manufactured to specification and there is no evidence suggesting nonconforming product exists either in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the IFU t_shef_rev1; the IFU did not provide any information related to the reported issue. Based on the available information, cook has concluded a cause had not been determined. The shrink tube and glue that secures the basket to the basket sheath had not held the two components together, resulting in all of the observed damage. The basket assembly is manufactured by a supplier. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4 - PMA/510(k)#: exempt this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a transurethral lithotomy (tul), an ngage nitinol stone extractor's basket broke. Prior to the damage, the device was used to successfully retrieve a 2~4mm urinary stone, located in upper ureter (u1). The basket reportedly broke; however, no part of the basket separated. The device was tested prior to use and functioned normally. A scope from another manufacturer and an unspecified laser were used at the same time as the complaint device. The patient's anatomy did not hinder the basket from opening or closing. Another same type device was used to complete the procedure. A section of the device did not remain in the patient. The patient did not require any other additional intervention or experience any adverse effects due to this occurrence.